Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) review showed all acceptance criteria was met. The sample received was physically inspected. The catheter was dissected to observe any abnormality. It was found there was a flap wall which could cause the non-deflation of the balloon. The reported complaint was confirmed. This event usually occurs when there is inadequate drying between latex layering. No corrective and preventative action (CAPA) was required. A quality alert was performed for the reported issue and to emphasize the importance of the drying process between latex dips. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported when they attempted to inflate the balloon, only 6cc's were able to be injected, so the inflation was incomplete. The user attempted to remove the water, but was not able to. The user removed the product by cutting it. There was no patient injury.